Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued), amikacin injection (125mg, once daily, intraperitoneal, ongoing) and imipenem+cilastin (250mg, twice a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy is ongoing. No additional information is available.